Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The customer replaced the flow pressure regulator, but the parts were not returned for investigation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no patient involvement. The biomedical technician was unable to replicate the issue. The flow pressure regulator was replaced. The machine has not been put back into use.